Manufacturer narrative:
Bayer case number:(B)(4). Metrorrhagia [metrorrhagia], insomnia [insomnia] , oto-rhino-laryngology (orl) problems [ear, nose and throat disorder], endocrine problems [endocrine disorder] , hair loss [hair loss] , depression [depression] , joint pain [joint pain] , asthenia [asthenia] , dental problems [tooth disorder], gastrointestinal problems [gastrointestinal disorder] , exhausted [exhaustion] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 14-feb-2025. The most recent information was received on 27-feb-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced intermenstrual bleeding (seriousness criterion medically important), insomnia ("insomnia"), ear, nose and throat disorder ("oto-rhino-laryngology (orl) problems"), endocrine disorder ("endocrine problems"), alopecia ("hair loss"), depression ("depression"), arthralgia ("joint pain"), asthenia ("asthenia"), tooth disorder ("dental problems"), gastrointestinal disorder ("gastrointestinal problems") and fatigue ("exhausted"). At the time of the report, the fatigue had not resolved. The outcomes for insomnia, ear, nose and throat disorder, endocrine disorder, alopecia, depression, arthralgia, asthenia, tooth disorder and gastrointestinal disorder were unknown. No causality assessment was received for essure with regard to insomnia, ear, nose and throat disorder, endocrine disorder, alopecia, depression, arthralgia, intermenstrual bleeding, asthenia, tooth disorder, gastrointestinal disorder or fatigue. The reporter commented: patient's current condition: exhausted from not knowing what's happening to me actions taken to treat the patient in the healthcare facility: not specified period of occurrence: 9 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-feb-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Metrorrhagia [metrorrhagia] insomnia [insomnia] otorhinolaryngology (orl) problems [ear, nose and throat disorder] endocrine problems [endocrine disorder] hair loss [hair loss] depression [depression] joint pain [joint pain] asthenia [asthenia] dental problems [tooth disorder] gastrointestinal problems [gastrointestinal disorder] exhausted from not knowing what's happening to me [exhaustion] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced intermenstrual bleeding (seriousness criterion medically important), insomnia ("insomnia"), ear, nose and throat disorder ("otorhinolaryngology (orl) problems"), endocrine disorder ("endocrine problems"), alopecia ("hair loss"), depression ("depression"), arthralgia ("joint pain"), asthenia ("asthenia"), tooth disorder (" dental problems"), gastrointestinal disorder (" gastrointestinal problems") and fatigue ("exhausted from not knowing what's happening to me"). At the time of the report, the fatigue had not resolved. The outcomes for insomnia, ear, nose and throat disorder, endocrine disorder, alopecia, depression, arthralgia, asthenia, tooth disorder and gastrointestinal disorder were unknown. No causality assessment was received for essure with regard to insomnia, ear, nose and throat disorder, endocrine disorder, alopecia, depression, arthralgia, intermenstrual bleeding, asthenia, tooth disorder, gastrointestinal disorder or fatigue. The reporter commented: patient's current condition: exhausted from not knowing what's happening to me actions taken to treat the patient in the healthcare facility: not specified period of occurrence: 9 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.